Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that in the summer the customer had an emergency room visit due to a high blood glucose level. The customer rarely experienced low blood glucose levels while sleeping. She wakes up with high blood glucose levels above 200 mg/dl. The insulin pump had scratches on the screen and rarely alarmed no delivery. The device was not returned.